Event description:
The pt stated that her blood glucose was elevated to 300-500 mg/dl from 2006 through 2007. Her normal blood glucose range is around 153 mg/dl. She stated that she felt "gross, tired, and nauseated" when her blood glucose was high. The pt stated she bolused 6 units to lower her blood glucose, but did not notice any substantial decrease in her readings. She stated that she then used insulin injections and she was able to lower her readings. The pt has since switched to her backup infusion device and her blood glucose has been normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.